Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration number (B)(4). Currently, these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). According to information collected by arjo technician there were no quality issues reported with the sling nor the lift. It seems to likely that the clip was not correct attached and came apart due by passing the door threshold. Additional information will be provided in a follow-up report upon investigation conclusions. Customer phone number: (B)(6).

Event description:
It was reported to arjo representative that during patient¿s transfer to the toilet with sara 3000 and an active sling tss.501 in size m, when passing a threshold, right sling¿s clip detached from the spreader bar attachment point. As the consequence of the event resident fell on the back and sustained a bleeding laceration of the head. Stitches were applied. According to information collected by arjo technician there were no quality issues reported with the sling nor the lift. It seems to likely that the clip was not correct attached and came apart due by passing the door threshold.

Manufacturer narrative:
It was reported to arjo by the nursing home located in (B)(6) that there was an event with the involvement of arjo sara 3000 active floor lift and active sling. The quality and care facility manager stated that the resident fell out of the sling during transfer. Following further communication with the customer, during transfer from the bed to the toilet, the right clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained laceration on the back of the head requiring stitches. Arjo qualified representative visited the customer facility after the event to perform an interview and device evaluation. No malfunction was found within sara 3000 lift or the sling the technician¿s attempt to duplicate reported detachment was unsuccessful. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. The clip detached when crossing the doorstep .due to the fact that there were no quality issues found it was suggested by arjo technical support administrator that the clip may not have been locked in place, and crossing the doorway may have caused the clip to accidentally move upwards and in a consequence to detach. However, this suggestion cannot be confirmed. The sara 3000 active slings instruction for use (04.sf.00-int1_2) provides pictographic procedure regarding clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo active floor lift and active sling were used as a system for patient transfer when resident fell out of a device. There were no abnormalities found within the lift or the sling that could have contributed to the event. However, one of clips detached and the patient fell of the sling so the system did not work as intended. The complaint was decided to be reportable due to the patient¿s fall and sustained serious injury.

Event description:
It was reported to arjo by the nursing home located in (B)(6) that there was an event with the involvement of arjo sara 3000 active floor lift and active sling (tss.501-m). The quality and care facility manager stated that the resident fell out of the sling during transfer. Following further communication with the customer, during transfer from the bed to the toilet, the right clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained laceration on the back of the head requiring stitches.